Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative on 2020-(B)(6) . It was reported that surgery was attempted on 2020-(B)(6) to place a new catheter to restart therapy. However, once the pocket was opened it was determined it was infected. The surgery was aborted and all components were removed. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was indicated that the patient was referred to a different surgeon. The company representative had no further information on this.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The catheter pocket was opened by the doctor. The doctor drained approximately 60 cc of csf (cerebrospinal fluid) that had been "communicating via catheter" causing a seroma. A purse string was applied and the catheter was partially removed.

Event description:
Additional information was received from a company representative (rep). It was reported that the leaking around the catheter insertion site is what caused the csf to form the seroma but there was no problem with the catheter. The explanted portion of the catheter will not be returned and analyzed as it was discarded by the facility. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are:product ID 8780 lot/serial# (B)(4), implanted: (B)(6) 2019, product type catheter, ubd: 05-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported the patient had a large amount of cerebrospinal fluid (csf) accumulation at the spine entry site. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown when the issue began. A magnetic resonance imaging procedure (MRI) was reported which showed the csf accumulation. Surgery was planned to revise the catheter on (B)(6) 2019. The issue was unresolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive no injury. No further complications were reported or anticipated.